Event description:
It was reported that the device appeared to have an electrical reset message after the doctor interrogated the device. The reset was cleared, and the device is still in use. The patient is part of the minerva study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.